Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: leakage was noted at the connection site and the patient felt a stabbing pain on inhalation. The problem was resolved by changing to a new device. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). 1 sample of product code s-1100-08lf was received; sample was not returned in its original packaging (header bag, tray & wrapping). A vacuum decay and inter-chamber leak test were performed in order to detect a leaking issues, results was placed in form (B)(4) attached. Results from both test: pass. No corrective actions will be implemented since the sample received met the functional specifications established in the manufacturing plant. Customer complaint cannot be confirmed based on the functional results obtained on the sample returned for evaluation. Unit demonstrated to be within specification.

Event description:
Alleged event: leakage was noted at the connection site and the patient felt a stabbing pain on inhalation. The problem was resolved by changing to a new device. The patient's condition was reported as unknown.